Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patient was sleeping at the time of the shock. A review of the electrograms for the shock episode found significant rail-to-rail noise alternating with small amplitude signals. There were some stored untreated episodes due to the same noise. The sensing vector at the time of the shock was set to the primary sensing vector. Technical services discussed trying the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.